Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu2221 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse "upon rounding on PICC dressings, the patient informed me that there was a hole in one of the lumen. As I went to assess further, I noticed there was a tegaderm wrapped around one of the lumen. After removing the tegaderm, I was not able to see a visible hole, but I did notice some moisture/leaking. I attempted to flush the line and initially met complete resistance. I then proceeded to reposition and pull back on the PICC as I flushed it and then noticed that saline was squirting out of a pinpoint size hole in the middle of the lumen (the transparent purple tubing in between the wings and the valve/clave). The PICC was inserted two days prior; no dressing change was done. The patient informed me that the primary rn noticed the hole in the PICC the day before. The patient did not report any trauma or incident or accident that occurred with the line, other than the nurse noticing it the day before. The doctor was made aware of the finding on 10/18, however, the primary rn did not receive an order to remove the PICC until 10/23 and a new PICC was reinserted. No patient harm reported." PICC was placed in the right brachial vein.